Event description:
Inbound. One of veletri premixed cadd cassettes one hour after change over started alarming no disposable, unable to resolved. This also occurred this past wednesday, no further details provided.